Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all 30 batteries measured between 11 and 13 vdc. The batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system is showing a red status on the battery indicator on the image acquisition system (ias). It was noted the site lost power during hurricane (B)(6), and the system was left on and not plugged in to an outlet that was on the back-up generator during the two-day evacuation. This issue was noted outside of a procedure, and there was no patient involvement.